Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a b30 scope communication error occurred. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a video connector socket failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that failure of the video connector socket. Olympus will continue to monitor field performance for this device.